Event description:
Report from USA stating that the device had an oil leak. It is known that the device was not used during surgery. It is unknown if injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).